Event description:
It was reported to adac that the customer reported that pinnacle reported higher monitor units(mu) than expected for an unknown modality when the collimator was rotated. They were planning a contour base plan with bolus every other day. They did a plan and the mu looked fine. They rotated the collimator on the same plan and got about 10% higher mu's on the bolus plan than the staight collimator. No injuries were reported as a result of this issue.